Event description:
It was reported that a malfunction alarm displayed with code ¿malf 0,¿ and the customer was provided with pump reset information. The customer¿s blood glucose level did not exceed 500 mg/dl, which indicated no adverse impact. After receiving assistance to reset the pump, no recurrence of the malfunction code was observed. The customer understood instructions to call back if the issue recurred and continued using the pump.